Event description:
It is reported that the device was implanted in 2007. Post-op x-rays showed disassociation of the tibial articular surface from the tibial plate. Device was revised approx two months later, where the same size articular surface was implanted to correct the problem.

Manufacturer narrative:
Device exhibits compression of dovetail lip on one side indicating it did not slide under male dovetail, but instead went over the tibia plate during insertion. It is possible poly was not inserted properly and was pushed in but did not lock into tibia plate. Device shows deformation damage to distal side. Posterior, medical and lateral sides of the distal surface have worn/rounded from apparent contact with tibial plate. Additionally, the condyle surfaces exhibit some minor pitting and scratches. Device history records indicate manufacture to specification.